Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Noise resulting in oversensing was noted on the right ventricular (rv) lead. The right ventricular lead was capped on (B)(6) 2019 and replaced. The patient was stable throughout and was discharged.